Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and thrombus have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Current device location is unknown.

Event description:
It was reported from (B)(6) by the vad coordinator that at one day postoperative from the implant, the patient was experiencing high watts. A decision was made to exchange the pump. No other information is available at this time.

Manufacturer narrative:
Hw23355 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. However, a report sent by the site confirmed the continuous increase in power consumption post implant. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device.

Manufacturer narrative:
Additional information: additional information received via user report submitted to (B)(4) reported that on (B)(6) 2015 the acoustic analysis of the operating noise indicated a pump thrombosis. The pump was exchanged immediately. The examination of the explanted pump showed evenly spread out thrombus material in the pump, as well as mechanical abrasion signs on the rotor. Additionally the site reported that the signs and symptoms at initial presentation included elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh). Anticoagulation was controlled; however, it was the first day after implant. Risk factors for thrombus were indicated as atrial fibrillation and major organ failure. It was further indicated that patient the patient died on (B)(6) 2015; cause of death was multi organ failure with no autopsy performed. The device has not been returned to the manufacturer for analysis. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including thrombosis, multi-organ failure and death as outlined in the instructions for use. This patients pre-implant risk factors of atrial fibrillation and major organ failure put him at greater risk for these adverse events. With review of the available information there is no indication of any device performance or manufacturing issues related to the event.